Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp) that was replaced due to unknown reason. A new ipp system was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The device was replaced due to one of the cylinders was not inflating. There were no patient adverse effects